Event description:
My father's pacemaker was checked at md office (B)(6) 2024. He was told he had 1.5 years left. (B)(6) 2024 he got up to pay his gardener and fell. 20 min later pooped a bunch of blood. Went to emergency room. Admitted for 6 days. Multiple blood transfusions. Medical doctor told me he felt the bleed was due to his fall. (B)(6) 2025 he fell again, hit his head. Went to emergency room for 6 hours waiting on computed tomography head. No injury other than big bruise on his head. We were both exposed to and contacted the influenza a. He was admitted (B)(6) 2024 with hypotension. Discharged(B)(6) 2025. (B)(6) 2025 fell again, hit his head on the wall. 911 call, emergency room again. Hypotensive 64/35. Nurse in emergency room noted pauses. I explained recall and requested they call cardiology. Had long pause, approx. 20 sec, nurse started cardiopulmonary resuscitation, only a couple compressions and my father yelled. Cardiologist came by and explained my father's pacemaker was in safety mode. He needed to place a transvenous wire and would later replace the generator. They ended up taking him to the cath lab and doing both procedures. 3 hospitalizations in 6 weeks left my father weak, some confusion. We had to hire 24 care for a bit to be sure he was safe. He missed christmas with his family and he could have died. We got very lucky. Not happy! By the way, (B)(6) did call early january about the recall. They scheduled my dad for an appt to discuss replacement (B)(6) 2025. I was concerned because he is 100% paced and asked to move the appt up. I was told he would be fine, that they had a couple months. They called me on his discharge date to schedule replacement. The wanted to do it (B)(6) 2025. My dad had influenza a, was extremely confused so we pushed it to (B)(6) 2025. They wanted chest x-ray and labs the week prior, I didn't think I'd be able to get him physically to the lab.